Event description:
It was reported that the ilet handheld slipped from the user¿s hands and impacted the floor, resulting in a cracked screen that prevented unlocking and resumption of insulin delivery. Symptoms included none and blood glucose was not affected. Outcomes included user inability to operate the device and interruption of therapy until a replacement could be provided. Investigation included customer interview, verification of serial number and shipping details, and user education on syncing data, device shutdown, and return procedures. Investigation of this case revealed physical damage limited to the display and touch interface with no reported adverse clinical effects. It was concluded that, based on previously established findings for similar reports, the event was due to accidental damage to the device¿s screen, and a replacement device was arranged.